Event description:
Additional information received from the healthcare professional reported the patient had an MRI done on (B)(6) 2015. The patient had previously been implanted at the s3 level. Multiple images were taken, however there was no prior MRI examination of the lower lumbar spine and sacrum available for comparison. With the MRI taken on (B)(6) 2015, at the s1 level, there was a vertebral closure defect, clinically known spina bifida occulta. There appeared to be bullous enlargement of the dural sac. The cord is tethered and there was evidence of a lipoma. The tethered cord was at the l5 level, directly posterior to the dural sac. At the s1 and s2 level there was a 1.5 cm long and 2 mm wide extradural fluid layer with streaky contrast enhancement. The fluid collection at that level may be a csf fistula. At the l4/5 and s1 level, the autochthonous back muscles show streaky signal enhancement in the proton density weighted image with weak contrast enhancement. Furthermore, there was also a streaky fluid collection in the subcutaneous tissue of the posterior back muscles. The fluid imbibitions in the right autochthonous back muscles at the l4 and s1 level may have been small remains of hematoma after lead placement.

Event description:
The healthcare professional, via the manufacturer representative, reported there was leakage of cerebrospinal fluid (csf) during a sacral nerve stimulation procedure under general anesthesia. The patient had spina bifida and was undergoing a basic evaluation implant on (B)(6) 2015. Although the doctor had taken 3d images, there was some leakage of csf with the typical complication of a headache. Nausea was also noted. The csf leak was confirmed two days after the procedure and the patient was still at the hospital. They were referred to the neurology department and the leads were removed on (B)(6) 2015. It was stated there was no device issue and the surgery was normal and uneventful. The cause of the csf leak might have been the puncture with the foramen needle and implantation of the trial leads. The patient underwent MRI examination and treatment in the hospital. No details regarding the treatment for the event were provided and the reporting doctor was not aware of any interventions due to the adverse event. The patient had good outcome with the bowel and was fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.